Event description:
Registered nurse (rn) noted bloody output in fecal containment device and around the device. Large amount of bleeding continued. Device was removed at bedside. A digital rectal exam revealed a defect anteriorly in the rectal mucosa. Patient was taken to operating room emergently for examination under anesthesia and ligation of the rectal bleed. Multiple blood products transfused. Operative findings: large anterior rectal ulcer, ischemic appearing, about 8cm from anal verge, running stitch proximally, figure of eight placed distally, 15cc of 2% lido with epi injected. Patient developed recurrent bleeding postoperatively. Initial operating room repair with suture placed was followed by re-bleeding episode and vessel ligation was performed. Patient again bled with operating room suture placed, and rectum packed. Given that additional intervention would cause bowel ischemia, family transitioned patient to comfort-care measures only. Pt expired. When staff attempted to withdraw the qora by pulling the string to collapse the device the string would only move about an inch and then resistance was felt and unable to further collapse the device. Able to remove the device through the rectum. Once the tube was removed a large clot was found to be encasing the entire cage-like aspect of the rectal tube device. On review of device-related complication, clinical team expressed that patient's death was primarily caused by bleeding complications associated with use of the device.